Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead was part of a system extraction. It was indicated that the device was impinging on the patient's nerves and bones causing pain. This ra lead was explanted. No additional adverse patient effects were reported.